Manufacturer narrative:
(B)(4). Product returned and evaluated - defect found with returned strips. Most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 123 to 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer performed blood test on (B)(6) 2015 12:39pm with another vial of test strips lot# pr1946 and received result of 78 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/24/2017 and open vial date is not confirmed. The meter memory recalled for fasting test results performed (date / time may not be set): (B)(6).